Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by abbott on (B)(6) 2016.

Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically. The patient was in stable condition before, during, and after the procedure.

Manufacturer narrative:
The device was electively explanted due to the battery advisory. Interrogation of the device revealed it was above eri when received. A longevity calculation was performed using fuel gauge trending data and hv charging history. The calculations showed the battery depletion was normal based on device usage.